Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. There was no impact to customer's blood glucose level. It was indicated that the customer has a backup pump available as alternate insulin therapy.